Event description:
Hill-rom received a report from the account stating the bed exit was not alarming. The bed was located at the account in room 7. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the scale board was inoperable. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. The hill rom tech replaced the scale board to resolve the issue. Based on this info, no further action is required.